Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 5.7 mmol/l, and 10.6 mmol/l. Checked memory with customer and readings were 5.7 mmol/l and 10.5 mmol/l within 10 minutes. No adverse event reported. Requested return of suspect device for evaluation. .